Event description:
The customer was hospitalized for low blood glucose levels. The customer reported a no delivery alarm during bolusing. No troubleshooting was performed at the time of this call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.